Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The lead was fractured and the pacemaker was at eri, so they were explanted and replaced. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.